Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occured. The 99% stenosed lesion in the moderately tortuous and calcified left circumflex (lcx). The physician predilated the lesion and attempted to implant a taxus express2 2.50x24mm drug eluting stent. However, the stent delivery system (sds) was unable to cross the lesion and the physician noted the distal edge of the stent was damaged. The physician predilated the lesion again and completed the procedure with another taxus express 2 drug eluting stent. No pt complications occurred and pt status after procedure is good.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.